Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the lens has opacities. Additional information was provided by the surgeon that the intralenticular opacities were noted at the same time the patient had developed visually significant posterior capsular opacification (pco). The pco was treated with laser capsulotomy, successfully. The patient is aware of the lenticular opacities but denies any visual effect.